Manufacturer narrative:
(B)(4).the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported issues. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that after the stent was implanted, the 2.5x15 nc trek balloon dilatation catheter (bdc) was used for post dilatation. Slight resistance was noted during removal of the protective sheath. The nc trek was advanced to the lesion with no resistance noted. During the first inflation, the balloon ruptured at 12 atmospheres. The bdc was removed without resistance and replaced with a non-abbott bdc to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.